Event description:
Patient reported that the device has lost a few minutes, over the past few months. Additionally, she reported that she has been experiencing elevated blood glucose (200 mg/dl - 400 mg/dl). Patient self-treated by delivering boluses. Patient indicated that she believes the device is at fault for elevated blood glucose.